Manufacturer narrative:
Reference record 1083871. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. Two days after the procedure, the patient began to have stoma redness and drainage and developed stoma site infection. The patient was placed on oral antibiotics and the stoma has not improved.